Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: there was a large hole in the bag prior to use. No injury. No part of the bag fell into the patient's cavity, the surgical time was not extended no was the incision extended.